Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). Reported mailed to FDA 06/06/2014. (B)(4).

Event description:
A customer reports during a cataract extraction with intraocular lens implant procedure, the system kept shutting down. The procedure was completed with an alternate system with no harm to the patient.